Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was intermittent connection with the imaging system. In the setup window, the connections between the navigation system and the imaging system toggled between green and orange status. The connection was not proper, even though there was physical connection. In the image acquisition window they were receiving a "no physical connection" message. After manual image acquisition, they were not receiving the images. It was later reported that the method of cabling the site was using was not a supported method and a new method was recommended. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.